Manufacturer narrative:
On march 11, 2024, mentor received additional information regarding the patient's diagnosis. It was reported that the patient had capsular contracture (baker grade 3). Coding in section h6 has been updated to reflect this additional information. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and or reoperation: no information regarding explantation or an expected explantation date has been received. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 69-year-old black female patient underwent a breast augmentation revision with two 325cc mentor memorygel breast implants and experienced bilateral heaviness and breast pain post-operatively. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the right side device.

Manufacturer narrative:
On april 22, 2024, mentor received additional information regarding the patient's experience. It was reported that the patient may have a rupture. The healthcare provider is sending the patient to confirm the rupture. Code a0412 (material rupture) has been added in section h6-medical device problem code. Manufacturer¿s reference number: (B)(4).